Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found none regarding the lot number. We received one pusher and one jj. For the pusher, external diameter and length of the inner tube were measured and, this component is conformed to the specification. Concerning the jj, internal diameter was measured at the middle of the stent. The internal diameter is too high, and can lead to a disconnection issue. According to the informations known quality database was checked and revealed one anomaly recorded. An nc was opened on august 2025. The actions are ongoing. A similar case study was performed based on ureteral stents in vortek range; defect: disconnection issue from august 2021 to august 2025, 9 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information during insertion of the stent, the pusher disconnected from the stent several times. The stent became stuck in the cystoscope, damaging it. A new kit had to be used. It was noted that it resulted in increased operating time.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information during insertion of the stent, the pusher disconnected from the stent several times. The stent became stuck in the cystoscope, damaging it. A new kit had to be used. It was noted that it resulted in increased operating time.